Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were both explanted due to isometrics noise and oversensing. There was no pacing inhibition noted on either lead. The leads were explanted and replaced. No additional adverse patient effects were reported.